Event description:
The customer observed falsely elevated alinity I stat high sensitivity troponin-I results for one patient. The following results were provided: initial result <3 ng/l, result one hour later 98 ng/l (questioned by physician). The same sample repeated <3 ng/l. A new sample was obtained, and result was <3 ng/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I stat high sensitivity troponin-I results for one patient. The following results were provided: initial result <3 ng/l, result one hour later 98 ng/l (questioned by physician). The same sample repeated <3 ng/l. A new sample was obtained, and result was <3 ng/l. No impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending for the alinity I stat high sensitivity troponin-I assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 70630ud00. Device history review did not identify any non-conformances or deviations with the complaint lot number and complaint issue. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit of lot 70630ud00. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitivity troponin-I assay was identified.